Event description:
It was reported that during an implant it was unable to position the lead into the device. Many attempts were made but were unsuccessful. The device was not used and was replaced. The patient was in good condition and vital signs were stable during the procedure. The patient recovered well.

Manufacturer narrative:
The reported inability of lead insertion issue was confirmed in the laboratory. Evaluation of the device header discovered the right atrial setscrew had been lowered into the bore obstructing lead insertion. Further testing determined the device exhibited normal characteristics and is above elective replacement battery levels. The cause of the field event may have been due to a manufacturing issue resulting in the incorrect setscrew position.